Event description:
It was reported, "vcare device fell apart during use. The detached components were retrieved." It was also reported that there was no patient injury associated with the malfunction of the device.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and, medwatch 1320894-2011-00091. The device is anticipated to be returned to conmed for evaluation; however, the device has not been received to date. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Other text: device not yet returned to manufacturer.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. This medwatch is associated with medwatch 1320894-2012-00011. Both have been reported for the same failure mode, same catalog number, same lot number, same end-user facility; yet, different procedures. Both devices were returned to conmed corporation in the same bio-kit in separate bags. Devices are stored separately; however, it is indistinguishable which device is for each complaint. The devices have been marked device a, and, device b. Both devices have been evaluated under each complaint number. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. Evaluation of device a: the uterine balloon and cervical cone were completely detached from the manipulator tube, but the handle, vaginal cone, and pilot balloon were intact. The uterine balloon was inside out, as if "peeled" over itself from the manipulator tube, indicating that the balloon had been securely attached. Adhesive application on the manipulator shaft where the uterine balloon was attached appeared to be adequate. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The uterine balloon adds additional resistance to detachment of the cervical cone. Evaluation of device b: the uterine balloon, cervical cone, and vaginal cone were completely detached from the manipulator tube, but the handle and pilot balloon were intact. The uterine balloon was inside out, as if "peeled" over itself from the manipulator tube and a small piece of the intrauterine balloon was still attached to the manipulator tube, indicating that the balloon had been securely attached. Also, adhesive application on the manipulator shaft where the intrauterine balloon was attached appeared to be adequate. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The uterine balloon adds additional resistance to detachment of the cervical cone. A vcare cone / balloon detachment investigation guidance questionnaire was completed for this complaint. From the questionnaire it is known that, the uterus was removed through the vagina, attempt was made utilizing the vcare device. The questionaire noted that the locking mechanism was not released; however, the questionaire states that the blue vaginal cone was retracted prior to attempting to remove the device. Please note that the locking mechanism must first be released to retract the blue vaginal cone. This is outlined in the dfu, directions for use. The possible cause of both complaints is the application of force which exceeded the cervical cone / intra-uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the intra-uterine balloon from the device. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly per dfu instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "unlock the locking mechanism by turning the thumb-screw counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. The following medwatches are associated with each other: 1320894-2012-00011 and 1320894-2012-00012.